Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed to replace a fractured insert.

Manufacturer narrative:
UDI no: (B)(4). No product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.